Event description:
The facility representative reported a pump that intermittently shuts off. This event occurred before use. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The device has not yet been received in baxter for evaluation. A follow-up report will be submitted should the device be received and an evaluation completed.